Event description:
Philips remote monitoring (radar) of the site found a s_command_button_stuck_error int the system log. Philips service confirmed that there was no harm to a patient, operator or bystander and that the customer had not experienced a problem with the system. A few days later the customer did have a problem with patient support motion being inhibited. Philips service determined that the 'out to external marker' button on the left gantry control panel was stuck engaged and replaced the left front control panel to resolve the issue. The problem recurred a few days later and philips service determined that 'out to external marker' button on the left rear gantry control panel was stuck engaged.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).